Manufacturer narrative:
Note: initial report had incorrect statement in b5 indicating no information in regard to explantation even though there was explantation date of (B)(6) 2019. New information received on 12/20/2019, indicated that the patient underwent bilateral removal and replacement as follow: right replaced with cat#: 3504751bc, sn#: (B)(6), and left replaced with cat#: 3504751bc, sn#: (B)(6). Device received on 12/12/2019 device evaluation summary: during visual evaluation of the sample a crease was observed on the anterior view. Within the crease a tear was noted measuring approximately 0.2 cm. No other anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that the replacement serial number for the right implant had typo error on previous submission. The correct serial number is (B)(4) manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant products: mentor smooth round moderate profile, 350cc, cat/sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 350cc saline breast implants which the right side deflated after implantation. Patient stated that just got of the shower, and noticed her implant was deflated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.